Event description:
It was reported the patient fell and jerked the leads. The patient had to have a lead replacement. There was no outcome provided. There were no symptoms reported. The patient was redirected to health care provider (hcp). If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial# (B)(4) implanted: (B)(6) 2014, explanted: product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a275 serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4) implanted: (B)(6) 2014, product type: lead. (B)(4).